Event description:
It was reported that the patient with this pacemaker felt an irregular heartbeat, got a strange feeling in their mouth during exertion, and shortness of breath (sob). It was noted that there was undersensing on the atrial channel. Technical services (ts) reviewed the reports and provided reprogramming options. The device remains in use. No adverse patient effects were reported.